Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, on the day of implant, following normal measurements post-implant, the pacing impedance measurements on this right ventricular (rv) lead dropped to 270 ohms, amplitudes decreased, and thresholds increased. An x-ray was unremarkable. A boston scientific technical services (ts) consultant discussed that the lead tip may have entered the pericardial space and suggested an echocardiogram be performed. No adverse patient effects were reported. This lead remains in service.